Manufacturer narrative:
The ae term was updated to hemorrhoid bleeding. It was reported in the narrative that this bleeding was a 'long standing problem'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 3 weeks post index procedure melaena was reported. Patient was on dual-antiplatelet therapy at the time of the event. The patient was treated by stopping ticagrelor medication. The investigator assessed the event as not related to the index device but possibly related to the antiplatelet medication. The event is continuing.

Manufacturer narrative:
Additional information received that the hemorrhoid bleeding event did not occur. If information is provided in the future, a supplemental report will be issued.